Manufacturer narrative:
(B)(4). Component code : 886-monitor, 416-display. The reported complaint was confirmed per laboratory evaluation. The product surveillance technician (pst) observed no display on the ccm when power was applied. The cleaning of the peripheral component interconnect (pci) cable resolved the problem. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The manufacturer trained biomed reported that during other non-clinical activity the central control monitor (ccm) had a black screen on the display. The roller pumps information was not visible on the ccm. It appeared that the system's computer was not communicating. There was no patient involvement.